Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During routine follow up on an unrelated customer experience it was reported by a peritoneal dialysis nurse that the peritoneal dialysis patient was hospitalized for peritonitis, organism is unknown. It is unknown if the patient experienced any device malfunctions. Additional information was solicited.

Event description:
Clinical review: information in the complaint file and 3 pages of appended records were reviewed. On (B)(6) 2018, post market surveillance (pms) received a faxed response to a request for information regarding a cycler malfunction. The communication stated this male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) believed he was having liberty select cycler issues, however it was later discovered he had fungal peritonitis (details unknown). Follow-up performed on (B)(6) 2018 revealed the patient was hospitalized from (B)(6) 2018 through (B)(6) 2018. The peritoneal dialysis registered nurse (pdrn) reported cause of the fungal peritonitis is unknown, as is the offending organism. Additionally, the pdrn was unable to provide the antibiotics utilized during the hospitalization for treatment. It was reported the patient¿s pd catheter (not a fresenius product) was surgically removed (details unknown), and the patient was permanently transitioned to hemodialysis (details unknown). The pdrn declined providing additional information regarding the event. As such, the hospital course and discharge disposition of the patient is unknown. It is also unknown if any fresenius device(s) or product(s) were utilized during the hospitalization.

Manufacturer narrative:
Clinical summary: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s adverse event of fungal peritonitis which required hospitalization and subsequent removal of the pd catheter (not a fresenius product) on (B)(6) 2018 through (B)(6) 2018. However, based on the information available at the time of this clinical investigation, there is no evidence or documentation indicating the liberty select cycler in any way caused or contributed to the event of fungal peritonitis. Additionally, there is no allegation or evidence of a machine malfunction or of the machine failing to perform as expected in relation to the event. Plant investigation: the alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.